Event description:
Meter name: one touch ultra. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A pt reported they were treated by emt. Their meter allegedly would only prompt error 5 message. The pt was unable to test on pt's meter. The result on the emt meter was unknown. The time difference between pt's meter and emt was unknown. Treatment was unknown. Pt was running in a marathon at the time and ran over to the ambulance to get tested. No further info was been reported.